Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to remove of clip being caught on the chordae. The reported poor image resolution was due to shadowing and respiratory movement. The tissue injury was due to the difficult to remove (clip caught on chordae). Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was inserted to treat the tissue damage. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and bilateral leaflet restriction. An xtw clip was inserted and deployed on the mitral valve. To further reduce mr, an additional xtw (B)(6) was inserted. However, while grasping, it was observed that the posterior gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. At this point, the lock lever could not be moved into the lock position and broke in the unlock position. The clip was removed safely from the patient. An ntw clip (30510r1109) was inserted and advanced to the left ventricle (lv). However, while in the lv, the clip became caught in chordae and the leaflet. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that an anterior leaflet perforation occurred. It was noted that difficulties visualizing the clip occurred. The ntw was removed from the patient. T o close the leaflet perforation, an xtw clip was implanted.;p however, mr remained at a grade of 4+. No additional clips were implanted, and the procedure was discontinued. On (B)(6) 2024, a transthoracic echocardiogram (tte) was performed and revealed mr had decreased to a grade of 2-3.